Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429888 lead, implanted: (B)(6) 2014. A 4469 boston scientific lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported, one day post implant, that there were telemetry strips showing pauses that were consistent with oversensing. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.